Event description:
It was reported that the patient had a tachycardia terminated by an external defibrillation. Afterwards the interrogation of the ICD was not successful. Patient died later due to heart circulatory failure. Reportedly the patient was generally in poor condition; dcm (dilated cardiomyopathy), overweight, significantly enlarged heart, ef (ejection fraction) 30 percent, pleural effusions.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated, and the memory content of the device was not restore-able. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The ICD (sn: (B)(6)) and leads (sn: (B)(6)) under complaint were returned for analysis and thoroughly analyzed. The leads were still connected to the ICD header. The manufacturing process for all devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Iforia 5 hf-t promri df-1: upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated, and the memory content of the device was not restore-able. There was no indication of a material or manufacturing problem. Siello s 53: upon receipt the lead was found cut 4.5 cm distal to the is-1 connector pin. A distal part including the lead tip was missing. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed abrasion marks at several positions of the lead segments. Further analysis of the lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages like the cuts into the insulation 4 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. Linox smart sd 65/18: upon receipt the lead was found cut 5 cm distal to the is-1 connector pin. A distal part including the lead tip was missing. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 2.5 cm distal to the df-1 connector pin (rv shock coil) the insulation was found abraded through. This damage is assumed to be the root cause for the inadequate shock delivery. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Corox otw-l 85-bp: upon receipt the lead was found cut 4.5 cm distal to the is-1 connector pin. A distal part including the lead tip was missing. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed abrasion marks at several positions of the lead segments. Further analysis of the lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages like the cuts into the insulation 4 cm distal to the is-1 connector pin most likely occurred during the extraction procedure.